Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the insertable cardiac monitor exhibited diagnostic anomaly, which have mislabeled episodes incorrectly. No intervention was performed. Patient condition was stable.